Event description:
During a coil embolization for a recurrent (acom) anterior communicating aneurysm, the first orbit galaxy xtrasoft coil (catalog and lot number unknown) migrated out of the aneurysm and traveled into the parent vessel. The patient and the coil are stable. The physician indicated that the aneurysm was considered "high flow" environment, and convergence in the vessel leads the aneurysm to be exposed to high blood flow rates. Additionally, the physician feels that the incidences occurred because of the combination of the softness of the xtrasoft coils and the high flow situations in which they are being placed, as well as the fact that these are retreatment cases where the previous coils have already begun to endothelialize, and therefore there is no coil mass for the new coils to tie into.

Manufacturer narrative:
(B)(4). Please note: the catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization for a recurrent (acom) anterior communicating aneurysm, the first orbit galaxy xtrasoft coil (catalog and lot number unknown) migrated out of the aneurysm and traveled into the parent vessel. The patient and the coil are stable. The physician indicated that the aneurysm was considered "high flow" environment, and convergence in the vessel leads the aneurysm to be exposed to high blood flow rates. Additionally, the physician feels that the incidences occurred because of the combination of the softness of the xtrasoft coils and the high flow situations in which they are being placed, as well as the fact that these are retreatment cases where the previous coils have already begun to endothelialize, and therefore there is no coil mass for the new coils to tie into. The lot number of the device is not known; therefore, a device history record review cannot be completed. Coil migration into normal vessels adjacent to the lesion is a known complication specific to embolization procedures as outlined in the instructions for use. Based on the available information, it appears that clinical factors including vessel/lesion characteristics and contributed to the event. There is no indication of any device manufacturing issues related to the event. Therefore no corrective actions will be taken at this time.